Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted some damage from the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances and intermittent loss of capture on the left ventricular (lv) lead. The impedances were greater than 2400 ohms. The crt-d was explanted and the lv was surgically abandoned. No additional adverse patient effects were reported.